Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: hemolysis ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿

Event description:
The complainant reported that a patient developed hemolysis during impella cp support. Treatment for the condition was unknown and a resolution of the event was not confirmed. Additionally, there were alarms of high purge pressure. The purge cassette was changed but the alarms continued. The patient survived.

Manufacturer narrative:
The investigation of high purge pressure and hemolysis has been completed. The impella device was not returned for evaluation. Hemolysis: the clinical states that there was hemolysis reported on may 28th, and treatment and resolution of the event was not confirmed. The data logs show that on 5/25 there was a spike in motor current (mc) and an increase in purge pressure (pp) and pump flows. There was also an increase in placement signal (ps) and suction alarms. The purge pressure and mc remain elevated for about 42 hours leading up to the 28th, until there is a drop in mc and flows with no p-level change. Based on the data logs, the root cause of the hemolysis is most likely due to ingested biomaterial. High purge pressure: the data logs show that on 5/25 there was a spike in mc and an increase in pp and pump flows. There was also an increase in ps and suction alarms. The purge pressure and mc remain elevated for about 42 hours leading up to the 28th, until there is a drop in mc and flows with no p-level change. Purge pressure remains stable for about 145 hours until on 6/2, there is a 2 minute rise in purge pressure to trigger "high purge pressure" alarms. Right before the rise there is a slight dip in motor current and ps but no motor current spikes. The pump is explanted shortly after. Due to lack of clinical information and no product returned, the root cause of the high purge pressure cannot be determined. Thrombus: as the necessary information was not provided, the root cause of the thrombus was not determined g1 reporting contact first and last name were erroneously entered on the initial manufacturer device report number 1220648-2025-29611. G1 manufacturing site, name, address, country, and fax number were erroneously entered on the initial manufacturer device report number 1220648-2025-29611.